Event description:
Paramedics were using the device to monitor a pt diagnosed with atrial flutter. According to the reporter, at some point during the call, the device alarmed "low battery", its display locked up and it powered off by itself. The reporter stated that the user pushed the "one" button to power up the device. The reporter said this happened more than once during the transport of the pt, but the pt was stable and was not at risk from the device powering down by itself. Initially, the event was not determined to be MDR reportable because it was mis-understood that the user manually powered down the device to clear a locked up display. The event details, that the device powered off by itself, were clarified when the device user related the report a second time to physio-control.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. Physio replaced three (3) batteries, all with a date code of 0733 (33rd week of 2007), that were with the device, and then returned the device to the customer for use. Root cause for the reported problem could not be determined.